Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced when keypad is touched, it gives incorrect digit & not able to enter other numbers after. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported when keypad is touched, it gives incorrect digit & not able to enter other numbers after. Keypad not working. The cause was determined to be a failing keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.